Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. This complaint is still under investigation. At the current time the cause of the event cannot be determined. If additional relevant information is obtained from the investigation, a follow-up report will be submitted. The catalog number, ar-503-tttj and lot number, 970865 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2014, patient underwent a left tka procedure. On (B)(6) 2016 surgeon performed a revision left tka due to tibial loosening. During the revision procedure the surgeon explanted the tibial tray ar-503-tttj, lot 970865, along with the following original implant devices: bearing implant ar-503-bj12, lot 113601230, patella implant ar-504-psd0, lot 113601323. The femoral implant was not explanted during the revision. To complete the procedure the surgeon implanted the following arthrex new devices: tibial tray ar-513-t8, tibial stem ar-513-12100, bearing implant ar-503-bj12, patella implant ar-504-psd0. Per pre revision patient medical records, of follow up visit (B)(6) 2015, the patient complained of chronic swelling and pain in his left knee. Medical records noted that swelling was patient's biggest issue with knee feeling tight due to swelling. At that time patient reported no issues with walking. Medical records also noted that upon evaluation patient had pain with flexion. No pain with extension. Left knee was noted in records to be unstable to varus stress at 30 degrees flexion, but stable to valgus stress at 30 degrees flexion. Records noted that during the (B)(6) 2015 visit patient's knee was aspirated and injected with 2mls of depo-medrol 40 mg/ml. During same visit patient was scheduled for revision surgery. Patient pre-revision medical records and pre-revision x-rays have been provided.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The catalog number, ar-503-tttj and lot number 970865, associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.

Event description:
It was reported that on (B)(6) 2014, patient underwent a left tka procedure. On (B)(6) 2016 surgeon performed a revision left tka due to tibial loosening. During the revision procedure the surgeon explanted the tibial tray ar-503-tttj, lot 970865, along with the following original implant devices: bearing implant ar-503-bj12, lot 113601230, patella implant ar-504-psd0, lot 113601323. The femoral implant was not explanted during the revision. To complete the procedure the surgeon implanted the following arthrex new devices: tibial tray ar-513-t8, tibial stem ar-513-12100, bearing implant ar-503-bj12, patella implant ar-504-psd0. Per pre revision patient medical records, of follow up visit (B)(6) 2015, the patient complained of chronic swelling and pain in his left knee. Medical records noted that swelling was patient's biggest issue with knee feeling tight due to swelling. At that time patient reported no issues with walking. Medical records also noted that upon evaluation patient had pain with flexion. No pain with extension. Left knee was noted in records to be unstable to varus stress at 30 degrees flexion, but stable to valgus stress at 30 degrees flexion. Records noted that during the (B)(6) 2015 visit patient's knee was aspirated and injected with 2mls of depo-medrol 40 mg/ml. During same visit patient was scheduled for revision surgery. Patient pre-revision medical records and pre-revision x-rays have been provided.